Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, a nurse observed that the endobronchial tube cuff failed to completely deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. A visual inspection was performed, and no anomalies were found. Inflation and deflation performance tests were performed three times on both cuffs, with and without the stylet, and it inflated and deflated without issues. The unit was found to be functioning as intended, and the customer reported malfunction was not verified.